Event description:
Allegedly primary surgery was performed at (B)(6) 2008. After the surgery, the surgeon found the loosening around the cup when the patient received the routine medical checkup. But the patient didn't have a pain. So revision surgery was performed at (B)(6) 2013. As the observation of diseased site, the portion of cup had became bone in-growth. Head-neck junction changed to black. But stem-neck junction was beautiful. In the hip joint had been filled by shattered tissues. Medium activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-00221, 00223, 00224.